Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -14.0/+3.0/073 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2020. The surgeon reports excessive vault. Reportedly, the lens remains implanted. The cause of the event is reported as "other" with no further information.